Event description:
It was reported via repair work order that the footend brakes were not holding due to damaged caster stems. It was also reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.